Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in good physical condition. The keypad and labels were all intact. Event history log review found evidence of the reported issue. The reported issue was replicated during the investigation. During functional testing the device was started with a cassette attached and lost power when trying to run. The root cause of the reported issue was found to be the circuit board. Action(s) taken to mitigate the reported issue: the circuit board was replaced.

Event description:
It was reported that the pump rebooted at start. No patient injury was reported.